Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was performed. The reported problem was unable to be verified or duplicated. The downstream occlusion seal was replaced as a preventative measure. The device passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump was not infusing the proper amount. There was patient involvement and no patient harm.